Event description:
It was reported that a self test was being run on the external pulse generator (epg) and the test was interrupted which caused the device to display an error code. The epg was restored to service and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.